Event description:
It was reported that end user was using the walker in their home, when the walker turned further than user anticipated, allegedly causing them to fall. User required stitches to their hand.